Manufacturer narrative:
(B)(4). Evaluation of the returned device found the clip had not been deployed. Inspection indicated that the distal end of the flex-guide was carved by the delivery tubeset while advancing the thumb advancer and splitting the sheath. Flex-guide carving would create resistance to thumb advancer deployment, stopping advancement of the thumb advancer and sheath splitting. The safety release mechanism was utilized to release the locator wings to safely remove the device from the patients anatomy as spelled out in the instructions for use. Based on the investigation findings, the probable root cause for the flex-guide carving is a failure to maintain alignment between the tubeset and flex-guide while advancing the thumb advancer to split the sheath, causing the tubeset to carve into the flex-guide and tear the sheath. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age (age reported as (B)(6)). The device was received. Investigation is not yet complete.

Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, resistance was felt when advancing the thumb advancer. In accordance with the instructions for use, the safety release mechanism was used to successfully facilitate device removal. A non-abbott device was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.